Event description:
On 11/4/96, the catheter was surgically removed from the pt. Upon removal, it was noted that a portion of the catheter had broken off and remained in the pt. A chest x-ray showed that the missing portion of the catheter had lodged in the pt's pulmonary artery. The catheter was removed under fluoroscopy via the femoral artery.